Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert (lia) for high superior vena cava (svc) impedances on the right ventricular (rv) lead. All other impedances and measurements were stable, and isometrics did not produce any noise. The lead remains in use. No patient complications have been reported as a result of this event.